Manufacturer narrative:
Advisory notice sent out on (B)(4) 2013 to all customers who rec'd insti hiv-1 antibody test kits from production lots b3m172 and b3m177. Customers were advised that there is a possibility that a higher than expected number of test results may be interpreted as very weakly reactive due to the potential for "shadowing" attributed to a supplier component (absorbent pad in the blotted membrane unit) when the result should be non reactive. Customers were further advised that confirmatory testing should be conducted for all reactive results as instructed in the package insert. Customers were further advised that a non reactive result with insti kits from these lot numbers is a valid result. Customers were further advised to contact biolytical's chief technical officer if a higher than expected number of false weakly reactive results are observed. There have been no reports to the manufacturer of any performance problems with these two insti lots. Both lots were approved and released following biolytical's quality system practices. This was a precautionary advisory notice based on a quality control failure of a subsequent, unreleased lot of insti that shared the same absorbent pad lot. (B)(4).

Event description:
No adverse event or product problem has been reported.